Event description:
A malfunction alarm was reported in finland when a pump declared alarm 20 during pumping on (B)(6) 2026. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump since the device was within warranty. The customer confirmed their shipping address, received instructions for putting the pump into storage mode, and was instructed to return the defective pump using a pre-paid label within 10 days. The customer acknowledged this guidance and planned to use multiple daily injections (mdi) as a backup therapy to ensure ongoing insulin delivery.